Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Visual inspection revealed ac adapter lemo connector pin4 was burned. To avoid further damages to the ac adapter and to the service equipment, the ac adapter was not tested. Ac adapter was scrapped.

Event description:
The customer reported palmtop ventilator ac adapter has intermittent output. No further information was provided regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.